Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device is worn. There was no harm for patient, operator or third party reported. No further information was received with this device. Update 08-jun-2026: it was reported that during a rotator cuff repair surgery the scorpion caused the suture to break. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.